Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00085. It was reported the patient's scs system lead(s) was revised because the patient was not receiving effective stimulation therapy coverage. Reportedly, the physician pulled one of the leads down to t8 and one at t9. Effective stimulation therapy was restored postoperatively.